Event description:
Implant date: 1993. Postoperative x-rays reveal a pseudoarthrosis. Revision surgery 1994 to replace device, at which time it was noted there was a pseudoarthrosis and "slightly loose screws".